Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy procedure, it was tried to remove the cartridge after the firing was completed, but the device was in a condition of being articulated even if neutral button was tried to operate. The situation was not improved even the adapter and the handle were re-connected. There was no patient injury.